Manufacturer narrative:
(B)(4). The balloon was returned torn; this tear was localized on fold line. The product's instructions for use (IFU) were reviewed with respect to balloon leakage and it was stated that the lost of fluid from the balloon can occur at many time and for a number of different reasons. Causes of fluid loss include, but are not limited to, improper handling of the balloon during surgery, use of an incorrect filling solution, puncture of the silicone tubing during inflation or deflation, disconnection of the catheter from the injection port, physiological reactions to the presence or position of the device, or general deterioration of the balloon over time. Based on the above, it was tentatively concluded that the observed tear was most likely the result of material degradation and subsequent leakage on or near a product fold line consistent with the reported implant time (8 years). No device history record (DHR) can be performed, as no final packaging lot was communicated; nevertheless a review of the manufacturing process was performed and it is noted that all products are 100% leak tested prior to release; therefore it is unlikely that a manufacturing issue contributed to the reported event.

Event description:
It was reported that the adjustable gastric band was implanted in 2006. In 2014 the port was replaced due to leakage suspicion (the band was returned with the new port). As the problem remained, the gastric band was removed and given back for examination. The patient is ok. The band was replaced with minimizer band. First it was thought that there is a leakage in the port, but when it was replaced, the problem still occurred. Then the leakage in the band was found and the band removed.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4).